Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced a high blood glucose level was 280 mg/dl event on (B)(6) 2026 and treated with pump. No further information available.